Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the pump elective replacement indicator (eri) changed after the patient underwent radiotherapy. The eri changed after each session of radiotherapy. The event date was unknown. It was thought that the radiotherapy could be affecting the eri. The patient was on a high dose of morphine and had their dose titrated. It could be that the pump was delivering more than 1 ml per day and this was changing the eri, which would coincide with the radiotherapy. No troubleshooting or actions/interventions were performed. It was unknown if the issue was resolved. Surgical intervention did not occur nor was planned; the pump remained implanted and in service. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no further details regarding the event were available. The manufacturer representative believed the patient was since deceased and the pump would be returned upon explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the hcp felt the fluctuating elective replacement indicator (eri) was due to the adjustment of the daily dose (above or below 1ml per day). The hcp was happy with the information and did not need any further action. It was confirmed the patient was deceased and the pump would be returned when explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated there was no further information. The pump was incinerated and would not be returned.